Event description:
Driveline infection has been previously reported for this patient under MFR #: 2916596-2025-01742.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section d4: primary UDI corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was elevated on the transplant list due to a driveline infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was bridge to transplant and underwent transplant surgery. The device was operating as intended with no alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.